Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 26660, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), (B)(6) medical center, sex: male, age (at time of consent): 77 years, country of event: us. Model: lxmc17, device lot number: 26660. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia site awareness date: (B)(6) 2022. End date: (B)(6) 2022 severity: mild is the adverse event serious? No resulted in medical or surgical intervention: yes relationship to study device: possible intervention/treatment dilation performed: yes indicate type of dilation? Mechanical date of dilation: (B)(6) 2022. Outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function : yes, no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6). Experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025. Additional information updated: severity : mild => moderate.